Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event is estimated as 11/13/2024.

Event description:
It was reported that an arteriotomy closure of an unspecified access site was attempted using a prostyle device. Reportedly, the device failed to deploy the sutures. The method used to achieve hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
During returned device analysis, it was observed that the guide was broken at the distal end of the guide tube and was held together by the actuator wire. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported failure to deploy was not confirmed as not all components were returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported deployment issue could not be determined. Factors that may contribute to a firing/ deployment problem include, but are not limited to, needle deflection during plunger deployment due to interaction with patient anatomy or failure to maintain a stable position of the device with respect to the tissue tract or guide break. Factors that may contribute to the observed guide break include, but are not limited to an interaction with patient anatomy and/or the incorrect angle of insertion of the device during deployment, or manipulation of the device with the foot deployed which led to the observed difficult to retract the foot. The subsequent treatment appears to be related to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.